Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. Testing was attempted, however, was not possible due to loss of lock. Device revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.